Event description:
While the patient's mother was sitting in bed with the child, the patient was playing with the side bed railing, which subsequently disengaged and lowered. This resulted in a minor abrasion to the left-hand pinky finger.